Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a dramatic increase to high threshold on left ventricular (lv) lead. The patient was brought into clinic for an evaluation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.